Event description:
During an "idet" procedure, while withdrawing the catheter and needle together, approximately 2 mm of the catheter tip broke off and was left in the pt. The physician indicated that catheter tip broke off outside the spine. A neurosurgeon is being consulted to review the event. The physician advised that the device was manipulated and twisted during placement in order to bypass an obstruction. Also, more force than normal was required to withdraw the catheter and needle. No clinical consequences were reported, the pt claims to be no better or no worse since the procedure. No other info is available at this time. The hospital will not release the device.